Event description:
It was reported that an ilet user experienced hyperglycemia after treating a perceived low with glucose tablets, cereal, and pudding. Subsequent checks showed a fingerstick glucose of 460 mg/dl decreasing to 400 mg/dl, and later 340 mg/dl. During troubleshooting, a continuous glucose monitor (cgm) accuracy issue was identified which had led the user to overtreat due to the ilet reading 68 mg/dl but fingerstick was 86 mg/dl. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to overtreatment of a low driven by an inaccurate cgm reading, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.